Manufacturer narrative:
The manufacturer followed up for additional information on nov. 27, 2018, however this information is for internal curiosities and will not adjust the reportability of this event. The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4) the results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. A visual inspection was performed on the returned device. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. A hydrodynamic test was performed on the returned device. The effective orifice area (eoa) at 70 bpm, 5 l/min of cardiac output and mean aortic pressure of about 100 mmhg is 3.22 cm2, well above the iso 5840 minimum requirement 1.70 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of 100 mmhg, the regurgitant fraction is 6.5% and it is below the requirement of iso 5840 (rf% < 15%) for a prosthesis of equivalent tad. The results of the analyzed perceval valve size 27/xl sn (B)(4) show that the device meets the iso 5840 minimum requirements. No anomalies are observed during the open/close cycle. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. Based on the information received and the indication that the same size of valve was used as a replacement this event can reasonably be attributed to a unique patient anatomy which lead to valve position issues with the reported device.

Manufacturer narrative:
The manufacturer performed a gross investigation on the returned device. The returned prosthesis valve was received in general good conditions. There was a low quantity of liquid inside the jar but the product inside is still wet. Some traces of organic deposition were visible on the metallic stent and blood traces were observed on the pericardium.

Event description:
Echo measured annulus 25mm and calcium noted at stj, CT scan measure annulus 27 and stj calcium. Unable to pass xl sizer white end therefore surgeon estimated using translucent end and tip of forceps to be appropriate for xl perceval. Xl implanted non coronary leaflet height about .5mm lower than left and right. Echo showed mod ai, site elected to remove and implant trifecta 27mm. First xct 46min second xct 75min.